Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported (B)(4) false negative sars results for one patient (B)(4) day from onset of symptoms. The customer communicated the result was confirmed positive by molecular (pcr testing).